Event description:
It was reported that the lead exhibited high impedance and oversensing due to an apparent lead fracture. The lead was removed and replaced. The patient is enrolled in the starfix extraction study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.